Event description:
It was reported that during a da vinci s prostatectomy, the pad from the tip of the mega needle driver instrument, fell into the patient and was retrieved. The planned surgical procedure was completed with no further incidents. No injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering's inspection found the instrument to be missing one carbide insert from grip tip. The surface of the separation showed no residue of adhesive material. No damage was found on clevis or grip.